Manufacturer narrative:
Vns therapy system labeling lists heart rate/rhythm changes as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated a pt experienced bradycardia during an initial vns implant surgery. The pt was under general anesthesia at the time of the event. After implanting the lead, a system diagnostic test was run and profound bradycardia developed for 10 seconds. Atropine was administered and the bradycardia resolved with no drop in blood pressure. Another system diagnostic test was performed at incision closure resulting in ok results. The surgeon noted that atropine was present in the pt's system at the time of the second diagnostic test. Follow up with the pt's treating, physician indicated he is aware of the bradycardia event, and has not yet activated the pt's vns device.